Event description:
It was reported that the device had a remove and reattach cassette error. There was unknown patient involvement/patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext:(B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no error found. There was no known cause of the reported issue, and the downstream occlusion (dso) sensor was preventatively replaced.